Manufacturer narrative:
(B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-02849, MDR ID 2134265-2013-02853. It was reported that during percutaneous coronary intervention (pci), failure to pullback occurred. Access obtained via femoral artery. While using an ilab cart system 240v, the physician selected a bsc coronary imaging catheter and assy sled pullback single pack md5 during live run but the motor drive unit failed to automatically pullback twice. As a result, the physician used manual pullback to complete the procedure. The ilab system also failed to shutdown and had to be switched off at the side. It has been noted that no patient complications were reported and patient's condition is stable.